Event description:
Catalog number, product name, etc: 320559. Lot no. (Serial number, etc.): unknown. Agency: xxx. Occurred on: (B)(6) 2024. Hypodermic needle injury: no. Other handling: no. Returned products: yes 1, used (before use). Returned quantity: 1 unit. Occurrence history: when injected, no liquid came out. The button cannot be pushed. When the needle was changed, the insulin could be injected. The back needle is assumed to have been bent. Report: needed. (B)(6) it is intended to recall the products about which complaints have been filed batch #: unknown.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.